Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported tissue damage could not be determined. The reported patient effect of tissue damage is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures.there is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
This is filed to report tissue damage it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed without issue. However, an anterior leaflet tear was suspected. No additional treatment was performed. The clip is stable. One total clip implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided